Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had a cracked tubing. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with an iodine staining inside the silicone tubing. A visual inspection with the naked eye noted a cut/slice in the bushing/silicone tubing. The cut/slice breached the sterility of the set and would cause a leak. There was no evidence of a cut/damage to the overpouch. The reported condition was verified. The cause of the cut/slice could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.